Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reports the device migrated anteriorly, requiring revision surgery. During the process of removal, a vascular complication was reported. The vascular complication was repaired at the time without further adverse consequences. Spinal fusion was performed.